Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 21, 2020 that a wallflex biliary rx uncovered stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. According to the complainant, during preparation, it was noticed that the stent was too long while on the catheter. In the physician's opinion, the stent size was longer than the labelled length indicated on the box. Reportedly, the issue was found outside of the patient and stent deployment was not attempted. The procedure was completed with another wallflex biliary uncovered stent of a different size. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.